Event description:
The user received a questionable high result for carcinoembryonic antigen (cea) on the elecsys 2010 disk analyzer, for one patient sample. The initial result for cea gave 8.4 ng/ml. This result was reported outside the laboratory. The doctors questioned this result because previous cea results for this patient were "normal". The original sample was sent out to another facility for testing which also uses the same elesys cea application and yielded the same cea result of 8.4 ng/ml. The same sample was sent out to two additional laboratories for testing. One laboratory ran the sample on (B)(6) 2010 on a bayer centaur analyzer which yielded a cea result of 2.2 ng/ml. The other laboratory ran the sample on (B)(6) 2010 using an unknown method, (pagonis) of chemiluminecence, which yielded a cea result of 3.5 ng/ml. The cea reagent lot number was 15735101. No adverse event has been alleged regarding this event.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
A system specific issue was not identified. Information provided for investigation identified no issues with the instrument, calibration, or controls. The patient sample was not available for further investigation. No adverse events were reported.

Event description:
--